Event description:
The olympus (okr) field service engineer was informed that an ¿e116 error occurred¿ with the customer visera 4k ultra high-definition camera control unit. The customer reported problem was found during inspection before use. The scheduled diagnostic procedure was completed using another similar device. There was no delay and no death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer¿s reported issue. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. The root cause of the reported phenomenon could not be conclusively determined. However, according to the service manual, error e116 indicates a (ccu) malfunction ¿ image is not properly displayed. It is a message that is displayed when a fan is defective or the power supply (gpu)/cpu/mb/ssd) is defective. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.